Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connector defective) was confirmed. Upon evaluation, the trunk cable connector was cracked and warped. The root cause of the damage cannot be positively identified, but is likely physical abuse. No adverse event resulted from the damaged connector.

Event description:
A us distributor returned an electrode belt indicating that the belt connector was defective.